Event description:
The reporter stated that she did meter to hcp meter comparison tests, taking her meter with her when she visited her doctor. Testing was done side by side, both capillary. Her meter reading was 230 mg/dl, and the doctor's (type unknown)read 125 mg/dl. She did not have any symptoms. Reporter checks confirmation dot for enough blood doesn't generally compare to color chart on vial or strips. A control solution test was "within range." On follow-up, the lifescan representative reviewed coding, cleaning, storage of strips, sample application and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8